Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. It was observed that the outer catheter had been pulled away from the distal metal tip. As a result, the distal tip was off center. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house 0.014¿ guidewire. The guidewire was loaded through the hub and able to advance to the distal end of the catheter, but not exit the catheter. The outer catheter was removed near the distal tip and it was observed that the guidewire lumen was twisted around the core wire. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was returned. The investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip, resulting in the reported guidewire issues. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter and outer catheter separation from the distal tip. Labeling review: the current crosser recanalizaton catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during treatment of a cto in the left sfa after three minutes and thirty eight seconds of activation, the health care provider reported that the guide wire allegedly was unable to be backloaded through the recanalization catheter. Reportedly, another recanalization catheter was used with the same guide wire to complete the procedure. There was no reported patient injury.